Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Nurse reported via phone call that the customer was in the emergency room due to high blood glucose of 307 mg/dl. The customer experienced shortness of breath and chest pains. It was stated that the customer had not received her supplies and had not been using the insulin pump for 3 weeks. It was advised that emergency infusion sets and reservoirs would be sent.